Event description:
It was reported that the patient underwent an endoscopic neuromicrovascular decompression on the right side on (B)(6) 2025 and suture was used. The scrub nurse found that the tip of the suture needle was missing during the surgery. The surgeon immediately suspended the surgical operation for searching and found that it remained at the tip of the needle holder. The searching process did not exceed 10 minutes, and then the surgical operation was continued. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the following information was requested, but unavailable: were there patient consequences? If yes, please specify. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H3, h6 investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: one of the photos show a broken needle from the tip area placed on a gauze. The second photo shows the needle inserted in a pieces of sponge. No suture was noted during the assessment. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.